Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s)),'), menorrhagia ('abnormal bleeding (vaginal, menorrhagia)'), genital haemorrhage ('abnormal bleeding (general)') and autoimmune thyroiditis ('autoimmune disorder type of disorder: hashimoto's') in a 34-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine fibroid. Current weight 300 lbs. Patient undergo essure confirmation test. Concurrent conditions included overweight, hypothyroidism, hypertension, paratubal cyst and uterine bleeding. Concomitant products included escitalopram oxalate (lexapro) since (B)(6) 2013, levothyroxine sodium (levoxyl), lisinopril and meclozine (meclizine). On (B)(6) 2006, the patient had essure (ess205) inserted. In 2008, the patient experienced alopecia ("hair loss"). In (B)(6) 2008, the patient experienced autoimmune thyroiditis (seriousness criterion medically significant). In 2009, the patient was found to have weight increased ("weight gain / loss specify which one: weight gain"). In (B)(6) 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), peripheral swelling ("other injury(ies) or complication (s) please describe: swelling feet") and joint swelling ("other injury(ies) or complication (s) please describe: swelling nckles"). On (B)(6) 2014, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), 7 years 3 months after insertion of essure (ess205). On an unknown date, the patient experienced pelvic pain ("pelvic pain"), migraine ("migraines / headaches"), headache ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and post-traumatic stress disorder ("ptsd"). The patient was treated with surgery (bilatral salpingectomy, d&c,oophorectomy and endometrial ablation). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the fallopian tube perforation, menorrhagia, genital haemorrhage, autoimmune thyroiditis, pelvic pain, vaginal haemorrhage, migraine, headache, dysmenorrhoea, dyspareunia, fatigue, weight increased, peripheral swelling, joint swelling, alopecia and post-traumatic stress disorder outcome was unknown. The reporter considered alopecia, autoimmune thyroiditis, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, headache, joint swelling, menorrhagia, migraine, pelvic pain, peripheral swelling, post-traumatic stress disorder, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: removal details: the left proximal fallopian tube in the corneal area did show tension of her essure , almost penetrating the actual muscularis . On this was somewhat bent and a eared to be putting tension actual internal surface.the right fallopian tube a appeared to be normal. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.1 kg/sqm. Hysterosalpingogram - in (B)(6) 2007: result: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: pelvic pain, menorrhagia. Most recent follow-up information incorporated above includes: on 21-oct-2019: pfs was received. Event ptsd was added. Event onset dates were added. Lab data was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s)),"), genital haemorrhage ("abnormal bleeding (general)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and autoimmune thyroiditis ("autoimmune disorder type of disorder: hashimoto's") in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine fibroid. Current weight (B)(6) lbs. Patient undergo essure confirmation test. . Concurrent conditions included overweight, hypothyroidism, hypertension, paratubal cyst and uterine bleeding. Concomitant products included levothyroxine sodium (levoxyl), lisinopril and meclozine (meclizine). On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menorrhagia (seriousness criteria medically significant and intervention required), autoimmune thyroiditis (seriousness criterion medically significant), pelvic pain ("pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), migraine ("migraines / headaches"), headache ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), peripheral swelling ("other injury(ies) or complication (s) please describe: swelling feet"), joint swelling ("other injury(ies) or complication (s) please describe: swelling knuckles") and alopecia ("hair loss") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). The patient was treated with surgery (bilateral salpingectomy, d&c,oophorectomy and endometrial ablation). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the fallopian tube perforation, genital haemorrhage, menorrhagia, autoimmune thyroiditis, pelvic pain, vaginal haemorrhage, migraine, headache, dysmenorrhoea, dyspareunia, fatigue, weight increased, peripheral swelling, joint swelling and alopecia outcome was unknown. The reporter considered alopecia, autoimmune thyroiditis, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, headache, joint swelling, menorrhagia, migraine, pelvic pain, peripheral swelling, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: removal details: the left proximal fallopian tube in the corneal area did show tension of her essure , almost penetrating the actual muscularis. On this was somewhat bent and a eared to be putting tension actual internal surface. The right fallopian tube a appeared to be normal. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.1 kg/sqm. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: pelvic pain, menorrhagia. Most recent follow-up information incorporated above includes: on 30-apr-2019: pfs & mr received. Case become incident and medically confirmed. Event injury nos replaced with new events. Reporter's information was added. Patient's demographics were added. Added event abnormal bleeding (general), abnormal bleeding (vaginal, menorrhagia), hashimoto's, migraines, headaches, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), perforation (fallopian tube(s)), fatigue, weight gain, swelling feet/ankles, hair loss. Concomitant condition, concomitant drug were added. Lab data were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.